Event description:
On august 17, 2023, genmark was advised of an unexpected positive result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2023. The sample, collected on august 16, was originally tested on the cepheid xpert xpress multiplex assay with a negative result for sars-cov-2/flu/rsv. A new sample was collected on (B)(6) 2023 and run on the cepheid xpert xpress sars-cov-2 test where no targets were detected. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 runs suggesting the consumables performed as expected.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91495869 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial (B)(6) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua (B)(4) documented in the record (B)(4). H3 other text : device no longer available.